Manufacturer narrative:
Insulin pump received with blank display due to broken connector on interface board. It was unable to perform operating currents due to blank display. Device had minor scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported that the display on the insulin pump went blank. It was stated that the customer was at school and the device stopped working, he checked it and it had shut off. Customer used three different new batteries and it still did not turn on. No low battery alert was received prior to the off no power alert. The insulin pump was not dropped or bumped. The battery cap is not loose, cracked or damaged. This is not the second occurrence of an off no power without a low battery warning. Blood glucose value is 201 mg/dl. Nothing further reported.